Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: the device was manufactured in december of 2013. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 106 alarm occurred during use on the homechoice. This indicates the patient drained greater than (B)(6) of the maximum prescribed cycle fill volume in standard mode. The nurse indicated that the patient did not feel any symptoms. No patient injury or medical intervention was reported as a result of this event. No additional information is available.